Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. There was no permanent harm or injury reported. The issue was investigated at the reporting facility. The circuit being used with the ventilator was found to have a faulty exhalation valve. The circuit was replaced to address the issue.